Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) poor thresholds were observed. The leadless ipg was attempted to be recaptured but became stuck to ventricular tissue and could not be retrieved. The leadless ipg remains in the body and was replaced with a transvenous system. No patient complications have been reported as a result of this event.